Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5cm abdominal aortic aneurysm approx 49 months ago. Vessel morphology at the time of implant is unknown. It was reported that a migration of the stent graft 15 mm distally without an endoleak was noted approx 4 years post-implant. At the time of migration, the aneurysm had grown to 7cm. The aortic neck was 15mm in length and non-calcified, with 1 cm of the neck being straight, while the remaining part of the neck was conical in shape and contained thrombus. The iliac arteries were mildly tortuous. The pt also has a history of type ii endoleaks. The cause of the migration was attributed to the dilatation of the aortic neck and the aneurysm expansion of 2cm since the time of implant. The physician elected to deploy a talent aortic cuff and an aneurx aortic cuff to treat the migration successfully. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results - graft migration. Conclusion - (type ii endoleaks, aortic neck dilatation and aneurysm expansion).